Event description:
It was reported that the pt experienced a shocking or jolting sensation. The pt was also not able to adjust the stimulation (up, down, or off) using the programmer, either with or without the antenna attached. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).